Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during an infusion set change. Customer does not recall any significant events leading to the error. Customer's blood glucose was 253 mg/dl at the time of incident but was 41 mg/dl this morning. Troubleshooting was declined by customer. No further information was given.